Manufacturer narrative:
As stated in the complaint form, the event date is unknown. As a result, the 1st day of the year has been entered as the event date under date of event. No information about the ablation catheter information, only that it was a smart touch surroundflow catheter. Therefore, this report is being reported under a thermocool® smart touch® sf bi-directional navigation catheter. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered diaphragmatic paralysis. It was reported that the bwi representative had a conversation with the physician and was advised that a patient had a procedure and came back with phrenic nerve damage. The procedure happened in (B)(6). Other details are not known at this time. The bwi representative stated that the physician uses smart touch sf, pentaray, decanav, vizigo, and soundstar catheters. Catalog and lot numbers are unknown. They had no other information. Additional information was received. Unknown the exact date the adverse event occurred but it was within the last couple weeks. It was discovered post procedure. Physician¿s opinion on the cause of this adverse event was the procedure. Unknown if there was any intervention provided. The outcome of the adverse event was unknown. It was unknown if the patient required extended hospitalization.